Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged the side rail will not lock in the upright position. There was no reported injury.